Manufacturer narrative:
(B)(4). No actual sample was returned for evaluation; however, a photograph of the issue was provided. The photo evaluation of the provided sample is anticipated, but not yet begun. A batch review was not possible in this instance, as the lot number was not provided. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be broken. Where in the process the damage was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). No actual sample was returned for evaluation; however, a photograph of the issue was provided. Visual analysis of the photo showed a partial filled bag, but there was no physical damage or leak. No defect was identified. Should additional relevant information become available, a follow-up report will be submitted.